Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir opening was cracked. It was reported that reservoir was not able to hold tightly in place. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and p-cap/reservoir locked properly in place. Device received with scratched case. Device received with serial number label damaged/faded. Device received with minor scratches to the display window. Device received with the new style all black retainer still attached to the insulin pump case. No damage to the reservoir tube lip or retainer noted. (B)(4).